Manufacturer narrative:
The supplier investigation also concludes to a single event, no other record of such issue was identified at the supplier. Supplier investigation concludes to an operator error + no detection during self-checking + no detection during checking by another operator. Issue reported is an isolated case.

Event description:
Issue was confirmed by reviewing of x-rays provided. Inferior plate is assembled in a wrong way. Teeth are intended to avoid expulsion of the implant. Issue was detected during per-op monitoring; implant was removed and re-assembled in the correct way by surgeon. Implant was re-inserted without other issue. A supplier investigation was requested and received : evaluation was performed by supplier: great batch to identify if other products could be concerned by this issue. The supplier investigation also concludes to a single event, no other record of such issue was identified at the supplier. Supplier investigation concludes to an operator error + no detection during self-checking + no detection during checking by another operator. Actions at supplier were already implemented to avoid this kind of issue.

Manufacturer narrative:
Regarding location of the 31 products from this lot: sixteen implants were in inventory, they were inspected and found to be compliant. They were isolated fifteen implants on the field. Among them 8 are already implanted and no event was reported before that event. Seven implants are still in consignment. Investigation was requested to supplier and their investigation concludes to an isolated case due to an operator error. Corrective and preventive action were also requested. There is no previous similar issue reported on other products. Investigation still in progress to decide form other actions to perform. Still implanted.

Event description:
Mobi-c p&f us : incorrect assembly of inferior plate. After insertion, surgeon noted on x-rays that the inferior plate is turned on 180°. He decided to removed implant and re-assembled correctly the inferior plate. No harm for patient.